Event description:
It was reported the pt was receiving the low battery flag on her programmer. The pt had lost stimulation a week prior. It was reported the pt was to be scheduled for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.